Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, the screen said they had imaged 17 sponges (18 before deleting one image) when they had only imaged 16 (17 before deleting one image) and the lap count skipped the #4. The customer also stated that the total ebl, prior to canister scan, was 200 and the limits of agreement were 235-297. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the screen said they had imaged 17 sponges (18 before deleting one image) when they had only imaged 16 (17 before deleting one image) and the lap count skipped the #4. The customer also stated that the total ebl, prior to canister scan, was 200 and the limits of agreement were 235-297. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.